Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with complete heart block presented for unrelated reasons. Upon device interrogation, the right ventricular lead exhibited failure to capture. It was suspected that the lead had dislodged. The patient presented for lead revision procedure on (B)(6) 2018 and the lead was repositioned successfully. The patient was stable post procedure.